Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2019, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient had very tortuous iliac artery anatomy. It was reported that after the gore® contralateral leg endoprosthesis (plc181200/187195200) was deployed and the delivery catheter was retracted through a dryseal 18fr sheath, the physician noticed the olive was not attached. After angiogram revealed the olive tip remained inside the patient on the guidewire, the physician snared the olive tip. The procedure concluded with no further sequela and no serious injury to the patient. The patient tolerated the procedure.

Manufacturer narrative:
Addition a2.